Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally with no errors logged and no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were found. The following concomitant products were used during this procedure: endoscope 0 degree, cadiere forceps x2, long bipolar grasper, sureform 45 stapler. A site review found that no complaints have been reported for any of the products used. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. Review of the sureform 45 stapler logs show the instrument was installed on the system 4 times and fired 3 reloads (1 white, followed by 2 green). On install 1, a green reload was installed, however no clamping or firing was performed. On installs 2-4, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. An intuitive surgical medical safety officer (mso) review of the event concluded that the patient was undergoing a pulmonary lobectomy and was reported to have significant comorbidities and difficult anatomy with many adhesions. Bleeding occurred necessitating a conversion to open surgery but the patient ultimately expired. How they got into the bleeding and what exactly bled is not provided. There is no allegation against any intuitive surgical product or instrument. Based on the information provided, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy for cancer, the patient expired. The patient had significant co-morbidities and this was a high-risk surgical procedure. The surgeon reported that the patient had extensive adhesions contributing to the complexity of the procedure. Intraoperatively, the patient experienced bleeding unrelated to the robotic system or its instruments, necessitating an emergent conversion to an open procedure. Subsequently, the patient went into cardiac arrest, required defibrillation, and ultimately expired in the operating room. According to the surgeon, the patient¿s death was not related to intraoperative issues or complications with the robotic system. The patient was noted to be critically ill prior to the procedure; however, the family strongly advocated for surgery. The surgeon declined to provide any further details regarding the patient¿s pre-existing conditions or the nature of the bleeding.